Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# unknown, product type: recharger. Analysis of the recharger (s/n (B)(4)) found no anomalies.

Event description:
The consumer reported a blank screen on their implantable neurostimulator recharger (insr) and that it wouldn¿t power up. It was noted that when the insr was plugged into the desktop charger (dtc), the light came on and the dtc connector pin was not loose or broken at the time of the report, but the insr wouldn¿t charge. No patient symptoms were reported. The patient was implanted for spinal pain. Additional information received from the consumer reported they tried to send the external device back, but no one ever came to pick it up. As a result it sat on their porch for days and got rained on. Additional information received from the consumer via the manufacturer representative (rep) reported a blank recharger screen. It was stated the patient¿s replacement cordworked for one day then stopped. It was noted the recharger was still not charging from the wall outlet. It was stated that the recharger wouldn¿t interrogate. The rep stated the patient¿s implantable neurostimulator (ins) was now dead because they weren¿t able to charge it. A replacement recharger was sent. It was further reported by the consumer that they received their replacement recharger, and they were able to connect and charge their ins, but the recharger itself still isn¿t charging. It was stated the connector pin only plugged in upside down. They didn¿t force it in upside down. When it was plugged in upside down, the recharger didn¿t charge. It was further stated that there were bent connector pins on the desktop charger. This was not an out of box failure. A replacement desktop charger was sent.

Manufacturer narrative:
Upon further review the only codes that apply are (B)(4). All other previous patient, device, method, result and conclusion codes no longer apply. Existing section d information references the main component of the system and there are no other applicable components. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.